Event description:
Event description cpi received information that a ventak prx implantable cardioverter defibrillator (ICD) and endotak transvenous defibrillation lead system exhibited erratic beeping tones, indicating oversensing. An invasive procedure was performed, and the lead insulation was found to be abraded near the yoke of the lead. The lead was repaired and reinforced, and remains in service. The ICD was removed electively at the same time because it was approaching elective replacement time.